Event description:
The pt was implanted with the flange fixture in 2000 (date not reported) and had successfully used the baha system since that time. In 2005, the pt's fixture reportedly fell out. There was no report of trauma or any other factors that might have caused the loss of the fixture. No further info was made available. The fixture was not sterilized, when it was returned to the MFR for analysis. Therefore, the device was not analyzed.

Manufacturer narrative:
This is a final report.